Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose(bg) level that ranged from 517-571 mg/dl. Reportedly, the customer did not bolus enough for the amount of food she is eating. Customer gave themselves a bolus and a manual injection.